Manufacturer narrative:
(B)(4). The ensite array balloon was inflated and a pin sized hole was observed. The balloon was deflated and the array was brought back to low profile. The hole in the balloon was examined and found to be oval in shape measuring .005 inches by .007 inches located just distal of the array in the second row. The edges of the hole were discolored and appeared to be melted. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited to anatomical/procedural factors.

Event description:
It was reported at the end of a mapping procedure a hole was noted in the ensite array catheter. Before bringing the catheter to low profile for removal at the end of the procedure, the physician visualized it with fluoroscopy and noted the catheter balloon appeared to be considerably deflated. The catheter was then brought to low profile it was noted that saline/contrast solution expelled from the balloon into the body and blood was drawn into the syringe. When the catheter was removed from the body the balloon was refilled and it was noted there was a "jet of fluid" coming from the balloon. There were no consequences to the pt.